Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was reassembled, and the unit was returned to service.

Event description:
The hospital reported the unit was unable to switch to manual ventilation with the bag/vent switch. The absorber panel was replaced and the case was completed. There is no report of patient injury.